Event description:
The hcp reported that during a tuna procedure, one of the needles would not fully retract into the cartridge prior to removing the cartridge from the pt. A second cartridge was used which developed problems with the sheath retracting. The procedure was completed using a third cartridge. No injury to the pt was reported and no treatment interventions were required.